Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 525cc saline breast prosthesis, catalog # 3501685, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient was undergoing an unknown procedure when a mentor smooth round moderate profile 525cc saline breast prosthesis deflated intraoperatively. The surgeon accidentally punctured the prosthesis while removing hemostasis. There was no adverse event and no consequence to the patient.